Event description:
During a laparoscopic tubal ligation procedure, the plastic inside seal was dislodged and fell into the patient. The piece was retrieved with grasper. There was no patient consequence. Another like device was used to complete procedure.